Event description:
Testing by service center found the ventilator alarm was inoperable which caused a hardware fault (hw fault). The ventilator was originally returned to the service center for preventative maintenance with no reported problem from the customer.

Manufacturer narrative:
The service center replaced the alarm sounder to correct the reported problem. The manufacturer was able to duplicate the reported problem. The alarm sounder produced a hw fault alarm and does not sound.